Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-50 (B)(4) model description:artisan 2x8 paddle lead (lim), 50 cm.

Manufacturer narrative:
A returned product analysis indicated that electrocautery marks are present on the ipg case. The damage to the device was considered as explant procedure damage and was not considered a failure. Analysis of the lead revealed that the paddle lead was cut. The damage to the device was a result of a typical explant procedure and was not considered a failure. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient had developed an infection at both the ipg and lead sites and was explanted. After the patient had been implanted the dura medical glue at the sites came off causing some redness and eventually drainage. The physician believes the infection was procedure related. The patient was placed on IV antibiotic and was in the hospital for five days.

Event description:
A report was received that the patient had developed an infection at both the ipg and lead sites and was explanted. After the patient had been implanted the dura medical glue at the sites came off causing some redness and eventually drainage. The physcian believes the infection was procedure related. The patient was placed on IV antibiotic and was in the hospital for five days.